Manufacturer narrative:
(B) (4).

Event description:
The physician reported difficulty filling the pump reservoir at implant. The physician aspirated at all of the content until bubbles were seen and then was unable to completely fill the reservoir. The pump was filled with only 18ml of the drug on the first attempt. On the second attempt, the pump was filled with 37ml of the drug. The physician was unsure if he should try a new pump, but decided to keep the pump at the time of the reported event. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.